Event description:
It was reported that the user experienced hypoglycemia following rebound hyperglycemia attributed to overcorrection of a prior low while also reporting concurrent illness and blood glucose variability. Symptoms included a measured blood glucose of 65 mg/dl. Outcomes included self-treatment with oral carbohydrate (honey) and return to target range without alarms, alerts, or medical intervention. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no device malfunction or component failure and no alert-related issues, and the event was consistent with user-managed glycemic fluctuation in the context of illness and prior overcorrection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.